Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The reported brk needle was also returned; skived material was found at the needle tip. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the needle insertion difficulty, skiving and perforation is consistent with altering the shape of the needle.

Event description:
Related manufacturing ref:3005334138-2021-00777. During a cryo atrial fibrillation procedure, skiving was noted as well as a puncture of the dilator and sheath in the both devices. The physician was preparing to obtain transseptal access to the left atrium using ice as guidance. While in the right atrium, the needle was inserted into an sl1 sheath. When attempting to advance the needle to the septum, the needle did not advance as expected. The needle was removed and plastic from the sheath/dilator was noted to be occluding the hole at the distal tip of the needle. The sl1 sheath and dilator were removed for inspection and a puncture was noted in both. Both the needle and sheath were replaced and transseptal access was attempted again with the same issue. The brk needle punctured the sl1 sheath and dilator and the hole at the distal tip of the needle was occluded with plastic. The devices were then exchanged for a new sl1 sheath and non abbott needle and the case continued with no consequences to the patient.